Event description:
End user's daughter reported that her father's right calf was bleeding again, in the same spot that was cut on (B)(6) 2014, due to the end cap for the head tube on his m51p power chair came off. No medical attention sought.